Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable low ise indirect gen.2 sodium results. As the first result was lower than expected, the customer repeated qc which was low. They then recalibrated the ise, repeated qc which was in range, and repeated the patient samples. The customer provided data for seven patient samples. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number was a11. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.